Manufacturer narrative:
Other was checked in error. The categories are for outcomes attributed to an adverse event. The categories are not applicable to the event. Expiration date provided. In initial report, date received by manufacturer is incorrect. Correct date is 3/14/2014. Device manufacture date provided. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Event description:
Surgeon reported that during the surgery preparations, it was found that the tyvek of the opo71 was opened a little. No patient involvement or injury was reported.

Manufacturer narrative:
Expiration year 2016. Manufacturing year 2013. The customer reported the product is not coming back. All pertinent information available to abbott medical optics has been submitted. Placeholder.